Event description:
It was reported the patient read >4000 ohms on all of the bipolar pairs and had no stimulation for over a year. Additional information has been requested and a follow-up will be submitted as soon as it is received.

Manufacturer narrative:
(B)(4).